Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler got stuck. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what is meant by stapler got stuck. Did the device complete the firing sequence? If yes, were there any issues noted with the staple and/or cut line? Device did not completed the firing. Was the stapler stuck on tissue and unable to be opened? If yes, how was the device removed from the tissue? Was there any damage to the tissue?device got stuck on tissue and was unable to open it was removed by opening the jaws with help of grasper and tissue got teared. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? 3rd stroke. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force while opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. How was the tear in the tissue repaired-through suturing. Was there any change in the procedure or post-operative care for the patient as a result of the event-no.